Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'doesn't recognize door being closed' was reproduced. A review of the history log revealed as ' shut door - power off'. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty upper aux hook switch. The upper aux requires replacement to correct the reported issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump doesn't recognize door being closed during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.